Manufacturer narrative:
An event of inability to implant a device at the annulus and a resistance felt while parachuting was reported. A more comprehensive assessment, including dimensional analysis of the valve could not be performed as the device was not returned for analysis. The sizing and annular dimensions of the valve were not provided by the field. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. That we couldn't do dimensional testing as the device was not returned for analysis. A more comprehensive assessment, including dimensional analysis of the valve could not be performed as the device was not returned for analysis. Based on the information available the inability to fit the valve into the annulus could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2024, a 19mm epic plus supra valve was chosen for implant. After sizing, the valve was attempted to be deployed. However, during stitching, the physician felt resistance. There was no issue with the valve cuff or the suture. The valve was changed to another 19mm epic plus supra valve, which was successfully implanted. There was no adverse patient effects reported. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.